Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. During the evaluation of the device, it falsely alarmed for upstream occlusion. Review of the event history log found 76 upstream occlusion alarms. The device was further tested and was found to correctly alarm for an upstream occlusion. The cause of the alarm was undetermined.

Event description:
During an evaluation of a spectrum pump, upstream occlusion alarms were experienced when no occlusion was present. There was no pt involvement.